Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 21025465, medical device expiration date: n,a, device manufacture date: 2021-02-0. , investigation summary: four used samples and one unused sample were returned by the customer. It was reported by the customer that the line is occluded in the needless connector. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Each sample was attempted to be flushed with a blue dye/water mixture using a 10ml bd syringe to confirm an open fluid path. All returned samples were able to be flushed. During flushing, the connection between the maxzero and the syringe was examined to see if there was any leaking of fluid. No leaking was observed during flushing. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model mz1000-07 lot number 21025465 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause was unable to be determined because the failure was unable to be replicated. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that maxzero needleless connector was occluded. This occurred on 5 occasions. The following information was provided by the initial reporter: it was reported by the customer that the line is occluded in the needless connector.